Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Caller reported that the insulin pump wasn't priming beginning two days before the incident, but they did not receive a no delivery alarm with this set. The caller stated that the customer was taken to the emergency room with a blood glucose level of 497 mg/dl. The customer's wife reported that the customer was vomiting and his blood glucose level went over 600 mg/dl. Caller stated that the customer took off the insulin pump six hours prior to the hospitalization. During troubleshooting, the insulin pump proved to be working as designed. The insulin pump was not replaced or returned for analysis.